Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 lost connection to the ilet overnight, with repeated ¿pairing sensor¿ followed by ¿start sensor,¿ and the issue was resolved by applying a new sensor and restarting the ilet; a glucometer reading of 214 mg/dl was entered during breakfast. Symptoms included transient hyperglycemia without clinical sequelae. Outcomes included no medical intervention, no ketone testing, no hospitalization, and no need for assistance beyond a courtesy from another person. Investigation included guided troubleshooting with device restart, sensor re-pairing attempts, sensor replacement, and confirmation of sensor warm-up and blood glucose entry. Investigation of this case revealed a communication or pairing failure limited to the ilet interface with the cgm, with function restored after sensor replacement and system restart, consistent with intermittent signal loss rather than a sustained device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient communication or setup issue.